Event description:
Boston scientific received information that this patient's non boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements via a remote monitoring system. There was also noise present on that lead. The non boston scientific lead was found to be fractured and as a result tachy therapy has been disabled until the lead can be extracted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.